Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call indicating that the insulin pump alarm motor error. Customer's blood glucose at time of incident was unknown. The customer reported the drive support cap appears normal. The customer stated that the device was not exposed to high magnetic field. The customer did not report motor position encoder error alarm. Customer was able to rewind pump. Customer checked the alarm history and they found 3 motor errors within the last 30 days. The customer was advised that the device would be replaced. The customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised to return the pump with battery and zero out basal rates. Customer was offered to troubleshoot for no delivery alarm, external ram crc error and unexpected restart but declined.

Manufacturer narrative:
The pump passed all functional testing, including the idle current, run current, self test, off no power, basic occlusion, occlusion, prime, no delivery, displacement and rewind tests. No external ram crc, motor error or no delivery alarms were noted. The pump alarmed unexpected restart after battery change due to a broken solder joint on the interface board. The pump was received with minor scratches on the display window, cracked battery tube threads, and a cracked reservoir tube lip.